Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the hospital made a decision to exchange the lvad due to the pt presenting with a "methicillin-sensitive s aureus (mssa) bacteremia infection" of unk origin. The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issue.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.